Manufacturer narrative:
(B)(6) 2015 unit was evaluated on (B)(6) 2015 and repair statement shows that the unit had a defective pilot valve manifold. Follow up will be filed if additional information is received.

Event description:
It was reported by provider that the rental (B)(4) concentrator is shutting down without alarming.

Event description:
(B)(6) 2015. Unit was evaluated on (B)(6) 2015 and repair statement shows that the unit had a defective pilot valve manifold. It was reported by provider that the rental irc5po2v concentrator is shutting down without alarming.

Manufacturer narrative:
Follow up will be filed if additional information is received.